Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use when the issue occurred. A philips field service engineer (fse) inspected the system onsite and confirmed that no live and reference in exam room monitors. The fse performed the troubleshooting and found that dvi adapter voltage at 4 volts. Fse swapped out power supply with spare in mcs. After the swapping, system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device¿s live and reference image monitors were going blank intermittently. The device was in clinical use at the time of the event. No harm to the patient or user was reported.